Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula break. Customer's blood glucose value was unknown. The customer also reported that the needle was retracted inside the serter. The customer also reported that they were unsure if the sensor cannula was still under the skin. The device will not be returned for analysis.